Event description:
It was reported the patient's right knee was revised. The patient was involved in a motor vehicle accident and suffered a pelvic fracture, and was experiencing instability. Once the fracture was addressed, the surgeon decided to revise a 4x11 ps insert to a 4x13 ts insert.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.